Event description:
Patient was revised to address pain and elevated cocr levels. Report states that cup remains in patient.

Event description:
Patient was revised to address pain and elevated cocr levels. Report states that cup remains in patient. Additional information: litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patients acetabulum, caused severe pain, inhibited his ability to walk, and required a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.